Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent partially deployed. An ipsilateral approach was used to access the 80% stenosed target lesion that was located in the normally tortuous and calcified superficial femoral artery (sfa). The lesion was pre-dilated. A 7x180x130 innova¿ stent was selected for the procedure. A 7f sheath and 0.035 non-bsc wire were used to deliver the device. After the device was delivered to the lesion, deployment was initiated. After 1.5cm of deployment, the thumbwheel would not move and the pull grip was not pulled. The partially deployed stent, stent system, and sheath were removed. No stent fracture, stent elongation, or catheter kinks were observed. The procedure was completed with a different device. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an innova self-expanding stent delivery system (sds) with a .0.35 floppy guidewire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. The introducer sheath was returned on the device the outer sheath showed slight buckling at the nosecone. The guidewire was stuck inside of the device. The guidewire was protruding from the distal end approximately 40.5cm from the tip. The guidewire was protruding from the proximal end approximately 61.5cm from the handle. The stent was returned partially deployed approximately 2.3cm from the markerband. The handle was separated for inspection of internal damage. It was noticed that the proximal inner and the inner liner were kinked approximately 13cm from the clip. The pull rack was fractured when received. The pawl spring showed no damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause has been determined to be use/user error as the dfu states: do not use after the ¿use by¿ date specified on the package. (B)(4).

Event description:
It was reported that the stent partially deployed. An ipsilateral approach was used to access the 80% stenosed target lesion that was located in the normally tortuous and calcified superficial femoral artery (sfa). The lesion was pre-dilated. A 7x180x130 innova¿ stent was selected for the procedure. A 7f sheath and 0.035 non-bsc wire were used to deliver the device. After the device was delivered to the lesion, deployment was initiated. After 1.5cm of deployment, the thumbwheel would not move and the pull grip was not pulled. The partially deployed stent, stent system, and sheath were removed. No stent fracture, stent elongation, or catheter kinks were observed. The procedure was completed with a different device. There were no patient complications and the patient was fine.